Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set leaking. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that chemotherapy leaking from filter.

Event description:
Additional info: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. None 2. Given lot/ batch# 24085258 matching with material#10010454 but provided mat# 10013889 so please reconfirm the material and lot number. Ref 10010454; lot 24085258 (see attached photos for packaging) 3. Total number of occurrences? 1 confirmed; 1 suspected (unable to investigate product with suspected leak or get lot information) 4. Could you please provide picture samples for investigation? See 5 attached photos. Leak coming from lowest opening in filter.

Manufacturer narrative:
It was reported that there was a leak. Three photos were taken by the customer that show a leak from the filter. Due to no sample being returned further investigation can not be conducted. The root cause could not be determined because the not sample was returned. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.